Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was at the connector. The infusion set was in use for 24 hours. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.